Event description:
It was reported that in the middle of a lobectomy procedure, the surgeon closed the device on the pulmonary vein and fired, but couldn't open the device. There was no patient consequence.

Manufacturer narrative:
Date sent: 12/3/2007.